Manufacturer narrative:
It is unknown which device is involved in the event. Additional device implanted: pxc161400/7388655. Udis of the devices: - pxt261418 - (B)(4); pxc161400 - (B)(4). (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The exact cause of the reported endoleak cannot be determined with the information provided. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow up imaging reportedly showed evidence of an indeterminate endoleak. The endoleak was reported to involve the trunk-ipsilateral leg component and contralateral leg component (pxc161400), and appeared to be originating from the posterior side of the devices approximately 3 cm from the contralateral gate. It is reportedly unknown if aneurysm enlargement was identified. On (B)(6) 2018, an additional procedure was performed whereby an additional contralateral leg component was implanted within the previously implanted devices to treat the endoleak. According to the report, intra-operative imaging showed sufficient overlap between the trunk and pxc161400 with adequate seal between the devices. The cause and origin of the endoleak reportedly could not be determined during the procedure. It was reported the implant of the additional device resolved the endoleak, and the patient tolerated the procedure. Images in jpeg format were sent to gore for evaluation. However, the images could not be evaluated in the jpeg format in which they were received. Additional images in a different format and showing the reported endoleak were requested but were reportedly unavailable for release to gore.